Event description:
It was reported that the patient experienced a tingling sensation.

Event description:
It was reported that oversensing, short ventricle-ventricle intervals, and high thresholds were observed on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.